Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was not returned for evaluation; therefore, a device analysis could not be performed.

Event description:
It was reported that a catheter extension set, with onelink, had experienced an occlusion during infusion. This occurred on a patient, with unknown fluids. The nurse was unable to determine where the no flow resulted from. The catheter was removed. At this point it was determined that the patient did not need fluids, so a replacement catheter was not inserted. There was patient involvement; however no adverse event was associated with the report. Additional information was requested and is not available. This is report 2 of 2 for this event.